Manufacturer narrative:
Journal of cardiothoracic and vascular anesthesia http://dx.doi.org/10.1053/j.jvca.2016.05.035. Reversing bronchial obstruction after heartwares implantation in a (B)(6)-year-old boy. Ayten saracoglu,md, kemal tolgasaracoglu,md, levent dalar,md, ibrahim halukkafali,md. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. - (B)(4).

Event description:
A report was received stating per article "reversing bronchial obstruction after heartwares implantation in a (B)(6)-year-old boy", that a (B)(6) year old patient  with history of several surgeries, including senning procedure to correct transposition of great arteries, pulmonary artery banding, and atrial septectomy at age 1.5 months. Then continued with a series of surgeries such as ventricular septal defect surgery, tricuspid valve ring annuloplasty after tricuspid valvular regurgitation developed, then pulmonary artery reconstruction. Following surgery suffered multi organ failure. After implant patient was unable to wean from mechanical ventilation. Left main bronchus obstruction due to a pulmonary artery aneurysm. Extubation was possible only after insertion of a bronchial stent into the left main bronchus. No further information provided at this time.